Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code failure observed during analysis. Final analysis found that a partial lead was returned in three pieces. An insulation abrasion was noted at 3.0 cm to 3.8 cm from the distal tip, consistent with exposure to constant friction against another implantable device or heart feature.